Event description:
It was reported that the right ventricular (rv) lead's rv defibrillation coil triggered an alert for a single high impedance reading. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead; 439888 lead; dates of implant not provided . If information is provided in the future, a supplemental report will be issued.